Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
Additional information received notes that the cause of death was due to natural causes, which included cardiac arrhythmia, cardiomyopathy, coronary artery disease and atrial fibrillation.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.